Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the root cause of the foreign materials adhered to various locations on the scope (biopsy port, distal end, and forceps elevator) and the corrosion around the forceps elevator could not be identified. No damage or deformation was reported at the locations where the foreign material adhered or where corrosion occurred. Regarding the stain inside the light guide lens, it is presumed that the cause was the glue peeling off due to chemical stress, leading to moisture invasion and subsequent corrosion of the lens. User can detect the suggested events by following instructions for use (IFU) below. Tjf-q190v operation manual 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual 5.3 preclean the endoscope and accessories 5.5 manually cleaning the endoscope and accessories. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) _ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope was found to have foreign material on the forceps elevator, forceps channel port, and distal end. The inside of the light guide lens had a stain. There was corrosion around the forceps elevator. There were no reports of patient involvement.